Event description:
Per the clinic, the patient experienced bacterial infection at the abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient was placed under general anesthesia on (B)(6) 2024 in order to remove the abutment and the patient underwent silver nitrate cauterization procedure for granulated skin during the same procedure.